Manufacturer narrative:
The device evaluation also observed a leak due to perforations in the adhesive rubber in the distal end. The acoustic lens appeared to have been repaired with foreign glue [not olympus standard]. The light guide lens was chipped at the edge and a piece of the adhesive glue was missing. The connecting tube was kinked at the protector unit and bulging in several places. The suction cylinder was deformed and appeared to have the incorrect attachment. The adhesive rubber in the bending section demonstrated wear and tear. The angulation system was insufficient due to wear of the angle wire. The us connector unit demonstrated corrosion, and the connector housing was cracked. The olympus scope label on the scope cover was peeled off. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while performing a leak test during reprocessing, an air leak at the distal end was observed. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, observed a deep cut in the ultrasound probe acoustic lens that reached to the hard part under the pink probe coating. This report is being submitted for the malfunction found by service during the device evaluation [cut in acoustic lens/probe damaged].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the device acoustic lens and the bending section cover (a-rubber) were observed to be damaged. It could not be determined if the damaged was caused by stress, handling, or other issues. The root cause could not be determined. This supplemental report includes information added to device manufacture date. Olympus will continue to monitor field performance for this device.